Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was unable to move the joints. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. Manual articulation was performed with no issue detected. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube.

Event description:
Refer to h11 for follow-up information.